Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. An autopsy and death certificate was completed; however, the results were not reported. It was reported the patient passed while at home. Therapy was ongoing up until the patient passed; however, the patient was not performing pd therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.